Event description:
Information received by medtronic indicated that the customer reported that there was a "pump error 23 - post reset ram crc alarm", "pump error 49 - history pointers failed and the history pointers were corrupted", "pump error 63 - hardware low-level failures" and "pump error 68 - trace pointers were invalid" on the insulin pump. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated the alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11j retainer ring = black case type: ngp customer returned pump for alleged pump error 23, pump error 49, pump error 63 and pump error 68 found on nov 25, 2022. The pump passed the displacement test, sleep current measurement, active current measurement and p-cap locks properly into the reservoir compartment. The unit did not the self test due to pump error 63 ( variable = 12). Successfully downloaded to thus. Pump error 63 (variable = 12) was found during testing. No pump error 23, pump error 49 and pump error 68 alarms noted during test. Pump error 23, pump error 49, pump error 63 (variable = 12) and pump error 68 was noted in pump downloaded history on 11/25/2022 at 16:27:48.000, 11/24/2022 at 19:59:31.000, 11/25/2022 at 12:18:33.000 and 11/24/2022 at 19:59:31.000 respectively. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, battery tube threads - cracked, faded serial number label, cracked case-corner of belt clip rails and keypad overlay peeling. No unexcepted pump error 23 noted during testing. Pump error 63 (variable = 12) was confirmed due to hardware error. Pump error 49 and pump error 68 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.